Manufacturer narrative:
Model number/catalog number 72400162, serial number null, batch/lot number 434881008, model/catalog description belt cuff fgs 5.0 cm. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence as of one year ago due to urethral atrophy. A revision surgery was performed in which two cuffs were removed and a new single component was implanted. The physician felt the cuffs were the right size and in the correct location upon implant. The patient did not have a history of radiation therapy. There were no device malfunctions associated with the explanted cuffs. The patient was said to be doing fine following the procedure.